Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse observed that the stirrer motor was not turning consistently. The fse replaced the stirrer motor and conducted a calibration. A precision run was then conducted and passed. Although a part was replaced, a specific root cause of this event was not determined; accordingly, no conclusion can be drawn. This is one of two medwatch reports as the customer reported two separate events occurring on different days. Reference the MDR numbers below for both associated events: MDR# 2050012-2011-02783, MDR# 2050012-2011-02784. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that an erroneously low glucose critical rerun result was generated by the synchron lx I 725 after the initial test yielded a result above the lab's reference range. The customer retested the sample on a separate system and verified the initial result generated by the synchron lx I 725. The initial results were not reported out of the lab. There was no change to the pt's care or treatment.